Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿melted¿ present in complaint. The batteries and battery box were returned for evaluation, and subsequent testing verified the complaint. There was some melting of the ring terminal insulation and the wire insulation on the red wire near the fuse connection point. The underlying cause was most likely due to an improper routing of wires or a loose connection was made that resulted in the overheating of the wire from one end of the fuse holder to the battery positive terminal.

Event description:
The consumer brought his chair in for service because it was not working. The dealer alleges the battery lid terminal was melted. No injury is alleged.